Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and elevated ions.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI:(B)(4). Added: a2(dob, age), b5, b7, d4(expiration date) and h6 (patient). No code available use for medical device removal and surgical intervention.

Event description:
After review of medical records patient was revised to addressed infected right total hip arthroplasty. Operative notes indicated pain, radiology revealed gross pus. Upon incision, encountered a pocket of purulence. Debridement of some necrotic appearing tissue was done. Added account name, law firm, lawyer, medical history, age and date of birth of patient, expiration date of liner and head, cup, screws and apex hole eliminator in impacted products. Corrected date of revision and patient's initial. Doi: (B)(6) 2008 dor: (B)(6) 2008 right hip 1st revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.